Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the internal cable connecting the therapy connector assembly to the therapy pcb assembly was disconnected.  After reconnection of this cable, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was no longer detecting the defibrillation therapy cable. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.